Event description:
On (B)(6) 2014, the customer reported to beckman coulter that erroneous platelet test results were identified for two patient samples generated on (B)(6) 2014 when using the coulter lh 500 hematology analyzer. The test results were determined to be erroneous when compared to results obtained using a coulter act diff 2 analyzer in the same laboratory. The customer also reported on (B)(6) 2014, an error condition of vote out (non-numeric test results) was occurring for both the platelet and mpv (mean platelet volume) parameters on the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the coulter lh 500 hematology analyzer. The erroneous platelet test results were not reported out of the laboratory, however, there was no affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the rbc (red blood cell) bath. This resolved the issue with platelet recovery. This MDR is related to MDR 1061932-2014-02224, for a similar issue on a different date at the same customer facility using the same analyzer.